Manufacturer narrative:
The insulin pump was received with no button response due to moisture keypad traces. The device was also received with a cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported that the buttons on the insulin pump were not working and he experienced high and low blood glucose, due to the buttons not allowing him to operate the device. Customer's blood glucose was 24 to 500 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.